Manufacturer narrative:
(B)(4)

Event description:
It was reported that the stent was unable to fully expand. A 10.0-31 carotid wallstent stent was selected however during the procedure while inside the patient's body, the stent was unable to fully expand. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The stent deployed and expanded without issue. There was no issue with the profile of the stent. A visual and tactile inspection of the device found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the stent was unable to fully expand. A 10.0-31 carotid wallstent stent was selected however during the procedure while inside the patient's body, the stent was unable to fully expand. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.